Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event additional suspect medical device component involved in the event: product family: scs-paddle leads upn: (B)(4) model: sc-8336-50 serial: (B)(4). Batch:18313282

Event description:
It was reported that the patient was having loss of stimulation. The patient underwent an explant procedure. The explanted devices will not be returned.